Manufacturer narrative:
Block e2: health professional was approximated to yes as the initial reporter's complete name is unknown but the event was reported to have occurred at a health care facility. Block h6: device code 2610 captures the reportable event of bands failed to deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Additional information: block b5, e1

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal hemostasis procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the first to third bands could not be smoothly deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. ***additional information received on (B)(6) 2020*** it was reported that the type of procedure performed was endoscopic variceal band ligation (evl) and there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Health professional was approximated to yes as the initial reporter name and occupation are unknown but the event was reported to have occurred at a health care facility. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal hemostasis procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first to third bands could not be smoothly deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.